Event description:
The healthcare provider via the representative reported there was an increase in post-implant pain, loss of therapeutic effect and impedances >4000. It was indicated the patient had fallen in (B)(6) while being hospitalized, which may have damaged the unit. Impedance showed >4000 on electrodes 0 and 1. Other program settings had not provided therapeutic effect. It was noted the issue was resolved at the time of report. The implantable neurostimulator was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.